Event description:
It was reported that: "while performing a pci, vessel had mild tortuosity with some calcium a physician decided to use trapliner. To my understanding, while advancing through the guide catheter, the trapliner snapped a millimeter or two proximal to the guide extension portion where the push rod and collar meet. Physician had to snare this piece out. Intervention was completed afterwards. There was no reported patient harm."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of separation of a trapliner catheter was able to be confirmed by the customer supplied photo. The photo shows the distal end of a trapliner catheter protruding from the distal end of a guide catheter. The trapliner was observed to be separated at the weld joint. Damage was also observed to the halfpipe and collar transition. This damage is consistent with excessive force or torque applied to the catheter during use. Additionally, the instructions-for-use (IFU) provided with this device warns the user, "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." Also, it states, "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result.". A device history record review was performed, and no relevant findings were identified. Additional information indicated that the operator used small increments to advance the trapliner through the hemostasis valve. It is unknown whether resistance was experienced while advancing the trapliner. Based on the customer report and photo, unintentional user error likely caused or contributed to this event.

Event description:
It was reported that: "while performing a pci , vessel had mild tortuosity with some calcium a physician decided to use trapliner. To my understanding, while advancing through the guide catheter, the trapliner snapped a millimeter or two proximal to the guide extension portion where the push rod and collar meet. Physician had to snare this piece out. Intervention was completed afterwards. There was no reported patient harm.".